Event description:
Plaintiff alleges that their infant son was a pt at the hosp for joint diseases orthopedic institute in 02. Pt reportedly underwent a baclofen trial utilizing a spinal puncture. The procedure allegedly failed and caused an e coli bacterial infection in the infant plaintiff's spine due to contamination. Said contamination proximately caused serious injuries.